Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the aic issue was a defective battery. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that upon startup of the automated impella controller (aic), the unit displayed a "battery failure" message despite being plugged into ac power. While attempting to troubleshoot the issue, the unit subsequently displayed a "battery comm. Failure" message. The device was removed and replaced with a new console. There was no patient harm resulting from the reported issue.